Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end user is leaning toward the back and the back upholstery is ripping at the top.